Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level ranged from 300 to 500 mg/dl and the ketone level was large. The customer changed the supplies on the pump and used insulin injections to address the bg level. The customer thought that the occlusions may have been caused by the infusion set tubing; however, as the events had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the occlusions.